Event description:
Ous MDR - on the (B)(6) the patient was sent for a surgical revision due to a dislodgment of the ventricular lead. When procedure started the screw was extended and then physician retracted the screw to find a good place to fix the ventricular lead. When he tried to extend the screw to fix the lead the screw didn't extend. He decided to implant another lead. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. It is reasonable to assume that tensile forces applied during the surgery should be taken into consideration. Furthermore, cuttings in the insulation were found which occurred most likely during the explantation procedure. With regard to the dislodgment mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.